Event description:
Device evaluation was completed on the returned device.

Manufacturer narrative:
F10: component code, corrected data: the initial reporter inadvertently selected the wrong component code

Event description:
Later it was reported that the device was replaced and the generator was returned for product analysis. Product testing has not been completed to date.

Event description:
It was initially reported that upon interrogating the device, low impedance was observed. Troubleshooting was completed by the physician and the company representative, and it was noted that there was no increase in magnet swipe counts nor any perception of magnet stimulation. A generator reset was performed in another troubleshooting attempt. Post generator reset, low impedance was still seen as well as error code 4 and a low output current error. The issue still persists despite all troubleshooting efforts. Additionally, they were also unable to program the device and a low output error message was observed. Based on the findings of this troubleshooting session, the device is likely experiencing a reed switch malfunction. The patient has been scheduled for revision. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.